Event description:
Consumer reported, drew up his medication, did injection and when he pulled syringe out, the needle was missing. Consumer went to a local clinic and they took x-rays and saw the needle. Doctor tried to find needle to remove it but it was so thin and small that he was unable to locate it and did not proceed any further. Spot is basically healed at this time, consumer feels it is fine and no further issues.

Manufacturer narrative:
Eval summary: issue: needle detach during use. Regulatory compliance rec'd (10) 31g x 8 mm 1cc (B)(4) syringes in one sealed polybag (lot # 0298803) which customer states upon injection completion, pulled out syringe and needle remained in abdomen. Regulatory compliance did not receive the actual sample involved in incident as consumer indicated that it was discarded, however, rec'd 10 sealed samples from the same lot. All ten syringes were tested for cannula pull and no defect was found as all syringes met specification for cannula pull force. Complaint history check was performed and as ((B)(4) 2011) yielded (0) other complaints against lot number 0298803 for the same issue. Info will be captured on trend reports and monitored monthly, device history review was conducted and no anomalies noted. Complaint cannot be confirmed as a defect. No further action is required.